Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mother reported that on (B)(6) 2016, customer tested at 11:34am with result of 8.8 mmol/l. Customer was not feeling well, but no treatment reported. Customer then started hypoglycemic episode and experienced a mild seizure. Mother tested at 11:39am with result of 8.8 mmol/l. Coke was given to customer at this point (still conscious and able to consume coke), paramedics were called but customer was not admitted to hospital. Mother tested again at 11:43 with result of 10.1 mmol/l. Product was requested to be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.